Manufacturer narrative:
Information omitted initial report: per good faith effort (gfe), it was confirmed that the diagnostic report (drpt) reflected error code 1127-ovp circuit failed alarm during post. The device completed post and was used until system shutdown. All voltages are displayed on the pneumatics screen. Set device to normal operation and configured setting to section 9.17. Preparing the ventilator for use and letting the device run for 24 hours per the recommendation of philips technical support. It was recommended by technical support to replace the motor controller printed circuit board assembly (pcba). The mc pcba was replaced. Completed the performance tests per the rev t service manual and passed. The device was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1127 check vent: ovp circuit failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states while in use the unit alarmed ovp circuit failed alarm on screen, unit removed from patient and power was cycled to reset the unit and clear the alarm, no further errors with unit which continued to cycle normally. The biomed customer informed that the issue could not be duplicated, noted error code 1127 in the event log with no other codes to note, all voltages in pneumatics are within spec, power management printed circuit board assembly (pcba) has been previously updated per active field corrective order. The rse advised customer to continue to run the unit to try and duplicate the complaint, if no further errors can replace the motor controller printed circuit board assembly (pcba) as a precaution if desired, customer acknowledged. Provided part ID for the pcba, motor contr, 3rd gen. Resolution and disposition are pending - investigation ongoing.